Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the returned deployed balloon only. The balloon was noted the shell to be discolored, as it was brown in appearance. Brown particulate matter was noted to be covering approximately 95% of the outer surface of the balloon shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from two openings on the anterior portion of the balloon shell. Under microscopic analysis, both openings were noted to have striated edges, consistent with surgical damage from device removal activities. Material degradation was noted to be covering approximately 95% of the outer surface of the balloon shell. Yellow particulate matter was noted on the inner surface of the valve channel.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Review of the device labeling notes the following: warnings and precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the orbera® system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient with the orbera intragastric balloon reported pain and uncontrollable vomiting without improvement for days. An x-ray confirmed a hyperinflated balloon. Balloon was removed and replaced.